Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. During surgery, it was observed the right ventricular lead was not capturing, low voltage impedance had increased, and r wave amplitude had changed. An x-ray was completed to reveal insulation damage. The lead was capped and replaced on 14 jun 2021. The patient was stable.